Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) regarding a patient with an implanted pump. Indication for use was noted as non-malignant pain and spinal stenosis. It was reported that the patient's pump was removed on (B)(6) 2014 and replaced due to a failure in the mechanical device. No deficiencies were specified in the operative notes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.